Event description:
It is alleged that the drill is leaving a black stain on the bone. Bone tissue was removed from the surgical site. It was not confirmed if antibiotics were administered. No further intervention was required.

Manufacturer narrative:
H6. Device not returned for evaluation. Account alleged the core micro drill was being used with a stryker k wire. No record of a stryker k wire sale to this account. Suspect the k wire was purchased from a non-stryker manufacturer.